Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9260-38 volkmann bone hook tip broke. This was discovered during an unspecified time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9260-38 was received for evaluation. Visual inspection identified the tip of the device had broken. Without additional information, the cause remains undetermined. A probable cause could be attributed to impacting the device against a hard surface, such as bone, or another device.